Event description:
A balloon catheter was inserted for cardiac purposes. When it came time to deflate the balloon, it would not deflate. The dr had to manually deflate with a syringe. This prolonged the time the pt was in surgery. Pt developed hypotension and subsequently died. Pt's son feels the malfunction of the catheter lead in part to pt's death.